Manufacturer narrative:
(B)(4). Baxter received the device and found it was out spec in relation to the reported symptom, device isn't working, which was confirmed during eval. Eval found distorted audio. The rear case was replaced.

Event description:
It was reported that a spectrum pump was not working right out of the box. It was also reported there was no pt involvement.